Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. Per the implant records, the patient had a preoperative diagnosis of severe deep vein thrombosis (dvt) of the left inferior extremity, left knee replacement, pulmonary emboli (pe) and polycythemia. During the implant procedure, the right femoral vein was punctured percutaneously and under fluoroscopy, the cordis ivc filter was positioned appropriately. The procedure was terminated without any complications. Additionally, a request was made to evaluate the tip of the peripherally inserted central catheter (PICC) line, which had been placed earlier that day, the record indicated that it appeared to be in the proximal part of the right atrium. The patient reported becoming aware of the filter perforation approximately eight years and two months post implant. The patient also reported experiencing anxiety related to the filter and being worried about the filter breaking after consulting with different physicians and being told that the filter was permanent and the risk of removing the filter was high. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as a long-term complication and procedural complication related to ivc filters. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of perforation could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, inferior vena cava (ivc) perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient had a preoperative diagnosis of severe deep vein thrombosis (dvt) of the left inferior extremity, left knee replacement, pulmonary emboli (pe) and polycythemia. The right femoral vein was punctured percutaneously. Under fluoroscopy, the cordis ivc filter was positioned appropriately. The procedure was terminated without any complications. Additionally, a request was made to evaluate the tip of the peripherally inserted central catheter (PICC) line, which had been placed earlier that day as it appeared to be in the right atrium proximal part. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately eight years and two months post implantation. The patient reports perforation of filter strut(s) outside the ivc. The patient further experienced anxiety related to the filter and being worried about the filter breaking after consulting with different physicians and being told that the filter was permanent and the risk of removing the filter was high.

Manufacturer narrative:
It was reported that a patient underwent placement of an unknown vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation. The indication for the filter placement has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU notes vessel damage such as intimal tears and perforation as a long-term complication and procedural complication related to ivc filters. An inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post-placement imaging and the limited information provided, the report of perforation could not be confirmed or further clarified, nor a relationship between the device and the event be drawn. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an unknown vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, inferior vena cava (ivc) perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.